Event description:
Event description boston scientific, crm received information that this right ventricular lead was unable to be successfully implanted due to high impedance measurements during the implant procedure. As a result, the lead was removed and another right ventricular lead was implanted without complication. No adverse patient effects were reported.